Event description:
According to the reporter , when hospital personnel were getting ready to attach the lp20 device to a pt for cardiac monitoring, the device started doing the 3am self test and then locked up. A backup device was called for and used. There was no adverse affects to the pt.

Manufacturer narrative:
The reporter said the hospital biomedical department quarantined the device in its locked up state and monitored it for some time. Then when power was cycled, the device subsequently operated normally. The device is being sent to physio-control for eval. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.